Event description:
(B)(4). A pt (B)(6), was enrolled in the (B)(4) for stress urinary incontinence. The pt was injected with 2.0 ml coaptite on (B)(6) 2009. The pt developed a mild urinary tract infection on (B)(6) 2010 (one year post injection), which was detected via urine culture. The physician feels this is definitely not related to the coaptite implant. The pt was treated with ciprofloxacin 500mg bid for 3 days, at which time the symptoms resolved.

Manufacturer narrative:
(B)(4). This event was reported in the line listing of the interim post-approval study status report for PMA p040047, submitted to the FDA on (B)(4) 2010. Since the adverse event required antibiotics to correct the uti, this event was determined to be a reportable event. The device history records for coaptite lot 1009111 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.